Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient reported experiencing inaccurate cgm readings while on holiday in tenerife. The cgm reading was 15 mmol/l and shortly after the patient received an alert that the cgm decreased to 4.6 mmol/l with double arrow down. The patient self-treated with lucozade but the cgm continued decreasing. The patient consumed 4 to 5 bottles of lucozade and the cgm readings continued decreasing from 5 mmol/l to 3.2 mmol/l. The patient started to feel unwell and took a taxi to the hospital. The patient was admitted to the ICU overnight for monitoring. They determined at the hospital that the patient was okay. There they took a bg reading (no value reported, hyperglycemic). The patient was treated with 2 IV bags with unspecified medication and potassium. The patient was discharged the next day. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). 3004753838-2025-166975 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. This is a dexcom one complaint, not dexcom g6.